Manufacturer narrative:
H3: one cadd legacy 1 pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. A fluid filled cassette was attached to the pump, testing could not be completed due to an "air in line" alarm displaying. The air detector will be replaced to resolve the issue.

Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis: a fluid filled cassette was attached to the pump, testing could not be completed due to air in line alarm displaying. It was noted that, air detector was the cause of the reported issue. Service will replace the air detector to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited an air in line alarm. No adverse effects were reported.